Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and information obtained by olympus, olympus confirmed result of the reported event. Olympus could not identify the foreign material from the obtained information. Olympus could confirm the adhesion of the material in the air/water channel. However, olympus could not identify the material. Additionally, olympus could not conclusively specify the root cause of the foreign material that remained in the device. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colono video scope exhibited white foreign material inside the air/water channel. There were no reports of patient involvement.